Event description:
This lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2011 due to infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).